Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set blocked alarm event on 17-jul-2024. The glucose level was 489 mg/dl and the patient was treated with pen. No further information available.